Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that the sieve beds are cracked at the top, the pilot valve is not switching, the power switch has no audible alarm, and the 4 way valve is not switching.

Manufacturer narrative:
The device was evaluated by the returns department which found that the 4-way valve was contaminated. The no alarm was not confirmed as only the 4-way valve was returned.

Event description:
Dealer is stating that the sieve beds are cracked at the top, the pilot valve is not switching, the power switch has no audible alarm, and the 4 way valve is not switching